Manufacturer narrative:
Patient weight is unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent an open reduction internal fixation (orif) of the right periprosthetic femur fracture. During the procedure, the surgeon had difficulty using the pistol gripped tensioning device to attain the required tension of the cable to help the fixation of the femur. The tensioner would start to tighten but then jammed and prevented further tightening of the cable. The surgeon then tried to reset and re-tension the cable several times without success. A different pistol gripped tensioner was used but the sliding mechanism would jam when tried to reset and would not release all the way. The second cable system was opened and used the pistol gripped tensioning device off that set with no problems at all. The tensioner worked perfectly. A curved broad plate with four (4) cables and cortex screws was used for the construction/fixation. There were no reported fragments generated from the device. Damaged devices were removed without additional intervention or difficulty. No other medical intervention was required. There was a surgical delay of approximately three (3) minutes. The procedure was successfully completed without further incident. Concomitant device: cable (part/lot unknown, quantity unknown) this is report 1 of 2 for (B)(4).

Event description:
It was further reported that during investigation of the returned devices, it was noted that a piece of an unknown broken cable was stuck inside one of the cable tensioners.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part number: 03.221.015 lot #: p246799 cable tensioner with pistol grip , lot quantity: 7 , manufacturing location: rti surgical / monument , release to warehouse date: 20-aug-2016 . DHR for 03.221.015 lot # p246799 was reviewed. Parts are received from rti surgical and receive an incoming final inspection at the monument facility. Purchased finished goods traveler met all inspection acceptance criteria. Certificate of conformance supplied by rti surgical, dated 06/24/2016 met all inspection acceptance criteria. Incoming final inspection sheet met all inspection acceptance criteria. Packaging label log lppf was found to be conforming. Records reviewed indicated that there were no issues identified during the inspection of this product that would contribute to this complaint condition. Service and repair evaluated the returned device. Service & repair evaluation: the customer reported the tensioner would start to tighten then jam. The repair technician reported the complaint condition could not be confirmed, but was sent to the vendor for further evaluation. Damaged component is the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for repair on 11-jul-2018. The vendor reported the tensioner had a piece of cable stuck in it that could not be removed. The vendor was unable to repair the device. The item failed synthes final inspection on 14-aug-2018 and will be forwarded to customer quality. The evaluation was confirmed. Investigation flow: device interaction/functional visual inspection: minor wear consistent with use was observed on the outer surfaces of complaint device. When viewed from the distal end, frayed components from a cable were observed inside the device. This observation would contribute to the complaint condition. Functional test: the functional test performed by the vendor confirmed that the tensioner was unable to work properly due to a stuck cable in the nose piece. The root cause of jamming while attempting to tension has been identified as a broken cable stuck inside the body of the device. The complaint condition was confirmed and no further investigation will be performed. Conclusion: a visual inspection, DHR review and functional test were performed as part of this investigation. The root cause of the complaint condition has been identified as a broken cable stuck inside the body of the device. No product design or manufacturing issues were identified that could contribute to the complaint condition. As a result, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.